Event description:
On (B)(6) 2012 the lay user/reporter, the patient's daughter, in (B)(6) contacted lifescan to report the one touch verio pro meter was giving inaccurately high readings. The technical support representative (tsr) contacted the reporter to obtain and verify information; however was unable to reach her by telephone. The (B)(6) classified the complaint based on the information provided to customer service. On (B)(6)2012 at the patient obtained the post-prandial blood glucose reading of 380 mg/dl on the reported meter, and a reading of 200 mg/dl on another manufacturer's meter. Two hours afterwards, the patient was given the oral diabetes medication novonorm (repaglinide) 2 mg, and it was also reported the patient was given an insulin injection. At an unspecified time afterwards, the patient experienced the symptoms of "hypoglycemia". While symptomatic, the patient's blood glucose level was tested to be 60 mg/dl. The patient's daughter also reported the patient obtained the readings of 65 mg/dl and 170 mg/dl on the reported meter within 20 minutes of each other. No information was provided about the date/time of these readings. It would have been helpful to determine the patient's expected readings after a meal, to clarify the oral medication and insulin given based on that reading, the patient's usual diabetes medication regimen, her specific symptoms, the time of the symptoms onset, and if the patient received any treatment or medical attention for her symptoms. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after taking insulin based on an elevated meter reading. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the test strips involved with this complaint failed testing. The test strips involved with this complaint were tested and found to have failed for control solution high. The retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a follow up report will be submitted.